Event description:
It was reported that a pacemaker dependent patient presented to clinic for normal follow up. The right ventricular lead exhibited high impedance measurements since last device check. The in-clinic lead impedances were within range. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.